Manufacturer narrative:
This follow-up was created document the additional information and updated codes. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, exposure and extrusion of the mesh were also reported per medical records received.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated serious bodily injuries, including but not limited to, foreign body reaction, urinary retention, bladder spasms, self-catheterization, chronic urinary tract infections, blood clots, pain and other injuries.